Event description:
It was reported that during insertion procedure of the groshong catheter, because the outer diameter of the end of the guidewire was thick, it was difficult to insert a sheath, etc. There was no reported patient injury. On (B)(6) 2022: the returned sample exhibited a kink.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed some use residue on the returned sample. A microscopic observation revealed the most proximal coils of the guidewire was bent and disjointed but connected to the weld tip. A kink was observed in the guidewire near the distal end of the guidewire. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.